Manufacturer narrative:
The initial MDR was submitted with the device type listed as (B)(4). It has been corrected to (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Bd had not received any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were observed. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plastic urine collection cup had a sterility breach. No injury or medical intervention.